Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 508-800mg/dL. Cause was not known. Customer gave a manual injection to address BG. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.